Manufacturer narrative:
Patient information is unknown the 510k: this report is for an unknown pfna nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has reportedly not been explanted yet. Complainant part is expected to be returned after explantation for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the patient underwent an open reduction internal fixation (orif) procedure on (B)(6) 2018. The surgery was completed without any problems reported. However, post-operative x-rays showed that the inserted proximal femur nail anti-rotation (pfna) blade was not aligned with the pfna nail. Reportedly the patient will undergo a revision procedure, but it is unknown when that will occur. This report is for an unknown pfna nail. This is report 2 of 2 for (B)(4).